Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. This was manifested by abdominal pain. The patient was treated with intra-peritoneal (ip) ceftazidime (dosage and frequency not reported) for five days. The patient was also treated for twenty days with ip cefazolin (dose and frequency not reported). The cause of the peritonitis was a breach in aseptic technique further specified as touch contamination. At the time of this report the patient had recovered from this event and had been retrained on aseptic technique. No additional information is available.